Event description:
The customer reported the image was fading in and out, making the procedure difficult to complete. They managed to reboot several times and get by through the procedure.

Manufacturer narrative:
The ge service rep found the workstation had a passive backplane and the backplane mount were replaced per service manual.